Manufacturer narrative:
Product ID a810, lot#, serial# unknown, product type: software. Information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml at 1.4987 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient¿came in for a refill yesterday (B)(6) 2021 around 13:26 and they changed the concentration, however did not update the pump appropriately to run a bridge bolus (only changed the reservoir volume). Caller reported they brought the patient back and are going to update the pump with the appropriate bridge bolus and needed assistance with programming on (B)(6) 2021. The agent reviewed calculations for the modified bridge bolus. The troubleshooting steps that were taken on the call resolved the issue.